Event description:
The deep brain stimulator was returned to the manufacturer with no paperwork. Device registration system revealed the pt is expired. Please see mfg. Report # 3004209178200904361. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.